Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly. A preventive maintenance (pm) was completed. All tests were ran according to manufacturer's specifications. The failure analysis and testing dept. Received part patient interface module with a reported unit failure of pim fail. The failure analysis and testing dept. Installed part patient interface module into the cardiosave test fixture and tested the pim to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not verify the complaint of a pim fail. The pim passed testing. Retaining the pim in the fat dept.

Event description:
N/a.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had pim assembly related malfunction. No patient was involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.